Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and completed all diagnostic and performance tests and could not reproduce any issues. The iabp then had field actions and preventive maintenance completed. The iabp was approved for clinical use and returned to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump had a fiber optic related issue while in use on a patient. No patient harm or adverse event was reported. The details of the fiber optic issue were not reported.